Event description:
It was reported that the patient underwent an oss procedure on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2012 due to the fracture of the oss segment.

Event description:
It was reported that patient underwent an orthopedic salvage procedure on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2012 due to the fracture of the oss segment.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number nine states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight".